Event description:
Lost bristles/small metal piece fall out of head/parts have fallen off - oral-b refills [device breakage]. Suspecting they might be counterfeit - oral-b refills [suspected counterfeit product]. Case narrative: consumer contacted via web and stated that they were suspecting that oral-b refills they had might have been counterfeit or poor quality. They noted that part of oral-b refills had fallen off during brushing. Also, a small metal piece fell out of the head part, and oral-b refills had also lost bristles. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.